Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and suture was used. It was reported by a sales rep that, during an unknown orthopedic surgery, a patient who underwent surgery about two years ago recently had another operation. At that time, the sutures used with pds were still present in the area that had been sutured, even two years later. The sutures used in the pds procedure were still present two years later. It doesn't seem to be pds due to color so there is possibility that it is an error in the detail. The product was removed to complete the case. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/24/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: if the suture was removed: was the suture removed in a reoperation procedure? The suture was found when another surgery was performed for the patient 2 years later from the first procedure. Although the removed suture was observed, it seemed not a pds suture from the color. Was reoperation necessary to remove the suture and re-close the wound? No was the suture trimmed in physician¿s office? Unk was the suture removed in a routine post-op procedure? See above. Was the suture removed in a reoperation procedure? See above. Was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. Unk please provide the lot number. Unk please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number is (B)(4). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).(B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.